Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with 225cc mentor smooth round moderate plus profile saline breast implants experienced left-sided implant deflation and autoimmune disorders of fibromyalgia and arthritis postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On jan 25, 2023, additional information was received indicating the patient also experienced capsular contracture baker grade iii on the right side. The date of explantation was identified as (B)(6) 2022. The devices were discarded post-explantation. On jan 26, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). Reason for device explant and/or reoperation: deflation, autoimmune disorder. Manufacturer¿s reference number: (B)(4).